Manufacturer narrative:
Medical device expiration date: unknown.. Device manufacture date:unknown.. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite y extension set. 2 needle-free valves was occluded. The following information was provided by initial reporter with the verbatim: feedback that one lumen of dual smartsite extension set not able to be flushed. Other side flushing ok. No visible reason.

Manufacturer narrative:
Investigation summary: a 20019e7d sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22065478. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device, however following disconnection and reconnection of the syringe, the product could be flushed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065478 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd smartsite y extension set. 2 needle-free valves was occluded. The following information was provided by initial reporter with the verbatim: feedback that one lumen of dual smartsite extension set not able to be flushed. Other side flushing ok. No visible reason.